Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The patient underwent implantation of the sulcoflex trifocal 703f iol on (B)(6) 2020. The event description provided states that approximately two years post-operatively, the patient attended a consultation where it was observed that the lens had turned opaque. The healthcare facility plans to explant the sulcoflex trifocal 703f iol. Rayner has requested that the lens be retained following explant and returned for sem and eds analysis. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. There is currently insufficient information available to determine the cause and/or contributory factors leading to the onset of iol opacification. Rayner is following up with its belgian distributor to obtain additional information and evidence to facilitate further investigation of the event.

Event description:
On (B)(6) 2023, rayner received notification from its belgian distributor of an event that occurred following implantation of a sulcoflex trifocal 703f. The event description provides states that approximately two years post iol implantation the patient attended a consultation where it was observed that the iol had turned opaque. Note: sulcoflex trifocal 703f is not available in the united states; however, as it is manufactured from the same hydrophilic acrylic material as rayner lenses available on the market in the united states, the event is being reported.